Event description:
Per the surgeon's report, this patient's device was explanted in 2006, due to skin flap necrosis. Reimplantation plans were not reported to cochlear.

Manufacturer narrative:
This is a final report.